Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient had an elevated lactate dehydrogenase (ldh) level in the 1300s. The patient was placed on integrilin but was unsuccessful. Lvad pump exchange was completed. The lvad was returned to the manufacturer for observation of suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.